Event description:
Further follow up revealed that the choking sensation and difficulty swallowing did not resolve after programming the device off. Nuerologist indicated that the device was programmed back to on at the patient's request. Neurologist reported that it is unclear what the patient's pain is related to.

Event description:
Reporter indicated that the decision was made to proactively replace the generator, thinking it may be reaching end of service. However, a battery life estimation showed that the device had approximately two more years before reaching end of service. During the revision surgery, diagnostics testing resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Threfore, the lead was also replaced. After replacement of the system, diagnostic testing resulted in normal limits. Product analysis summary: approximately 43cm of the lead assembly was returned for analysis in two pieces. A coil break was identified at approximately 25.5cm from the connector bifurcation. A second break was identified at approximately 0.5cm past the electrode bifurcation. Scanning electron microscopy was performed. Scanning electron microscopy performed at the area where the break approximately 25.5cm from the connector bifurcation was identified revealed that a fatigue break occurred. Scanning electron microscopy identified a third break at 0.5cm past the electrode bifurcation at the end of the portion returned. The fracture mechanism of the second and third breaks cannot be determined due to metal dissolution. The concomitant device (pulse generator) was also returned and analyzed. The battery voltage measured 2.186v (depleted) dropping to 1.95v during interrogation of the generator. The voltage is below the 2.2v low battery operation limit. The caged module assembly met the electrical test specifications as defined in the post burn-in electrical test specification.